Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Writer made home visit to drain client's pluerx drain in r side of chest. When writer inserted end of pleurx drain cathlon into client's end of chest drain, fluid started leaking out at connection. Writer disconnected and reconnected to another pleurx drain that was in home. No leaking occurred with new drain. After drain writer disconnected and compared both drain ends together. Noted drain that was leaking the plastic cathlon end has a crack and what appears to be a missing piece in the middle of the crack.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: two photos from lot 0001350383 were received by our quality team for investigation. Upon visual inspection, a crack was observed in the access tip, therefore, the failure mode could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Writer made home visit to drain client's pluerx drain in r side of chest. When writer inserted end of pleurx drain cathlon into client's end of chest drain, fluid started leaking out at connection. Writer disconnected and reconnected to another pleurx drain that was in home. No leaking occurred with new drain. After drain writer disconnected and compared both drain ends together. Noted drain that was leaking the plastic cathlon end has a crack and what appears to be a missing piece in the middle of the crack.